Manufacturer narrative:
(B)(4). Date sent: 12/11/2023. D4: batch # 323c47. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reloads. Visual analysis of the returned sample determined that three gst60g (a, b & c) reloads were received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reloads. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for short cut or absent cut: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Refer to the echelon endoscopic linear cutter insert for instructions for using the instrument after it is loaded. For tissue sticking to cartridge: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reload was received fully fired. A manufacturing record evaluation was performed for the finished device batch number 323c47, and no non-conformances were identified.

Event description:
It was reported that gst60g reload first firing to create the sleeve at the antrum using a psee60a powered echelon stapler. After first firing at the antrum the stomach tissue was difficult to tease away from the stapler. Surgeon reported that in his experience the tissue usually falls away when the jaws are opened but in this instant it did not. He noted a long stringy piece of? Mucosa hanging from the anvil and using a grasper he was able to free the stringy tissue and transected stomach from it from the anvil. The staple line was then examined and found to be intact with no oozing evident. Two further subsequent thick tissue firings with gst60g had the same tissue sticking to anvil jaw but easily removed using a grasper. After stepping down to gold reloads gst60d for the remainder of the sleeve without incident a leak test was performed and was negative for the presence of any leaks. No patient consequences reported. No further information is available.